Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed there were no related errors in the logs and the customer requested for follow-up by an isi field service engineer (fse). The fse spoke to the site's director of surgical services who confirmed there were no further issues and the system was behaving as expected. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A review of the site¿s system logs reveal no system related errors. A review of the kinematic data confirms that universal surgical manipulators (usm) #1 and #2 were very close together towards the end of the procedure, which could have resulted in a collision.

Event description:
It was reported that during da vinci-assisted cholecystectomy procedure, the system moved unexpectedly, causing an injury to the liver. After the cholecystectomy was successfully performed, the gallbladder was placed into an endocatch bag, ready for removal. A prograsp forceps instrument, installed on universal surgical manipulator (usm) #1 moved unexpectedly and punctured the liver, causing bleeding. The surgeon reports that there was a loss of control of the usm and the instrument. Approximately 250 ml of blood loss occurred due to the liver injury. Cautery was used to stop the bleeding, along with an absorbable hemostatic agent. The patient was hospitalized proactively for 48 hours, and every six hours, the hemoglobin level was evaluated. No additional intervention was required; the patient was discharged home and is recovering well.